Event description:
It was reported the pt is unable to charge her ipg. A replacement charger was unable to resolve the issue. X-rays have been ordered to verify if the ipg is flipping in the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.